Event description:
On (B)(6) 2012, at (B)(6) it was reported that within 2 hours of use the quadrox-I beq-hmod 70000 oxygenator (lot number 70072248) developed a slow fiber leak (1 drop every 15 minutes) from the pressure relief vent on the side of the base. The oxygenator was able to be used overnight and was then discontinued. There was no patient impact. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was not returned and hence no evaluation was performed. (B)(4).